Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 11-apr-2018, field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse replaced the 3-way solenoid valve, substrate syringe, and the substrate heater but still obtained the detector low (dl) flags on the controls. Fse then checked all heater temperatures and all passed. They found the detector lens dirty and cleaned it. Fse then ran the daily check and the value was above 18,000 for the sample reference value. Fse also ran quality controls (qc) and all passed except for luteinizing hormone (lhii), which had an high result flag since ranges were based upon prior instrument data. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 10-mar-2017 through aware date 10-apr-2018. There were no similar complaints found. The aia-900 operator's manual under section 12 - flags and error messages states that a dl flag indicates a "fault has occurred in the detector or the substrate feed line". According to chapter 5, periodic maintenance, the detector requires cleaning of the glass plate. It must not be dirty or cloudy. It must be cleaned with alcohol. The most probable cause of the detector low (dl) flag was a dirty detector lens.

Event description:
On (B)(6) 2018, a customer reported a detector low (dl) flag on the controls with the a1a-900 instrument. Technical support advised the customer to make up new substrate, perform an alcohol (etoh) shutdown, and then repeat the daily check. However, after the customer performed the activities, they continued to have the dl flags. Technical support then had the customer check the substrate tubing to which the customer found it lying horizontal on the bottom of the bottle with a kink. The customer then primed the substrate without error and repeated the controls. However, the flag persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol (e2), progesterone (prog), follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.